Event description:
As reported by the field, an enterprise2 4mmx16mm no tip (enc401600, 5711203) was used for intracranial stenosis in the left middle cerebral artery (mca). The stent opened up nicely as well as the vessels, except for the proximal end of the stent where the marker remained overlapped and was not fully open or attached to the wall. An unspecified balloon catheter was also inflated inside the stent, it opened the stent, and we were able to see 4 markers. However, once the balloon was removed along with the unspecified microwire, the sent closed up again. 3d measured scan showed the vessel diameter is 2.3mm.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Images were received and the review was made by an independent physician and the results are shown below: the description and images show that the proximal portion of the enterprise stent doesn¿t fully expand. There is opening but the struts aren¿t fully deployed with the proximal markers remaining close to each other. Potential causes for a stent to fail opening include, but are not limited to local vasospasm, local calcified atherosclerosis, reflux of blood in the microcatheter causing a clot between the proximal struts resulted in failed opening, device failure. Based on the images provided the underlying cause/s for this event cannot be determined with certainty. The device remains implanted, therefore, no further investigation can be performed. (B)(6) did review the device history records relative to the manufacturing, inspecting and packaging of the lot 5711203. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Section b5: additional information received indicated that a microcatheter, guidewire, and balloon were all used in an attempt to expand the proximal end of the stent. The stent was left in place, with the proximal end of the stent unexpanded. It was further stated that the incomplete stent expansion led to stent migration. Details regarding the stent migration were not reported. However, there was no evidence of blood flow restriction due to the event. The event prolonged the procedure 4 times the usual process. Antiplatelet medication was also doubled which increases the patient¿s risk of symptomatic intracerebral hemorrhage (sich). The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. There was no resistance felt during advancement of the device. There was an adequate flush maintained through the devices. The stent did not appear to be damaged. There were reportedly no vessel factors that may have contributed to the incomplete stent expansion (i.e., tortuosity, calcification, vasospasm). Complaint conclusion: it was reported by a healthcare professional that a 77-year-old male patient with a history of atrial fibrillation and repeated stroke underwent vascular stent placement of a left middle cerebral artery (mca) stenosis with a 4mm x 16mm enterprise 2 no tip stent (enc401600/5711203) and experienced incomplete stent expansion with subsequent stent migration during the procedure. It was reported that the stent opened nicely as well as the vessels, except for the proximal end of the stent where the marker remained over lapped and were not fully open or attached to the wall. A sprinter leagued balloon (medtronic) was inflated inside the stent. The balloon opened the stent, and the physician was able to visualize 4 markers but once the balloon was removed along with the microwire, the stent closed up again. Additional information received indicated that a microcatheter, guidewire, and balloon were all used in an attempt to expand the proximal end of the stent. The stent was left in place, with the proximal end of the stent unexpanded. It was further stated that the incomplete stent expansion led to stent migration. Details regarding the stent migration were not reported. However, there was no evidence of blood flow restriction due to the event. The event prolonged the procedure 4 times the usual process. Antiplatelet medication was also doubled which increases the patient¿s risk of symptomatic intracerebral hemorrhage (sich). 3d measured scan showed the vessel diameter was 2.3mm. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. There was no resistance felt during advancement of the device. There was an adequate flush maintained through the devices. The stent did not appear to be damaged. There were reportedly no vessel factors that may have contributed to the incomplete stent expansion (i.e., tortuosity, calcification, vasospasm). Images were received and the review was made by an independent physician and the results are shown below: the description and images show that the proximal portion of the enterprise stent doesn¿t fully expand. There is opening but the struts aren¿t fully deployed with the proximal markers remaining close to each other. Potential causes for a stent to fail opening include, but are not limited to 1) local vasospasm, 2) local calcified atherosclerosis, 3) reflux of blood in the microcatheter causing a clot between the proximal struts resulted in failed opening, 4) device failure. Based on the images provided the underlying cause/s for this event cannot be determined with certainty. The device remains implanted; therefore, no further investigation can be performed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 5711203. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Incomplete stent expansion and stent migration are known potential complications associated with the enterprise 2 stent. With the information provided and without the return of the complaint device, it is not possible to determine the root cause of the event. However, there are clinical and procedural factor factors including vessel characteristics, device selection, and operator technique that may have contributed rather than the design or manufacture of the device. Of note, the enterprise vascular reconstruction device (vrd) is intended for use with occlusive devices in the treatment of intracranial aneurysms. It is not intended for use as a stand-alone device, i.e., without subsequent coil embolization of the aneurysm. This stent was used off-label for the treatment of mca stenosis. The alleged incomplete stent expansion with subsequent migration required additional intervention in an attempt to fully expand the stent and prophylactic medication (i.e., double antiplatelet therapy) to preclude patient complications. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.